Event description:
While working installing cabinet trim, I knelt down and my 7 year old smith and nephew journey ll bcs implant in my left knee broke. After x-rays my dr determined that the polypropylene post had broke off. Surgery is scheduled for april 21 to replace the failed post. I asked if the manufacturer was responsible for some of the costs of surgery and rehabilitation. As of today, no comment from smith and nephew. Has the FDA had many complaints about the smith and nephew journey ll bcs failing? Surgery is required to replace broken post. FDA safety report ID# (B)(4).